Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising. Analysis of the device memory indicated a lead warning alert. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) and right atrial (ra) leads exhibited increasing/high impedance, and the ra lead exhibited high thresholds. Both leads were explanted and replaced. During the extraction, the physician noticed that neither lead was fixated to the tissue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.